Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 13607730/13707076.

Event description:
It was reported that the patients ipg felt apart. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained despite good faith efforts.